Manufacturer narrative:
This report is submitted on march 06, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [136855-device analysis report.pdf]

Event description:
Per the clinic, the patient experienced wound breakdown and an infection at implant site and was treated with antibiotics (type and duration not reported). The device had extruded following infection resulting in the decision to explant. The device was explanted on (B)(6) 2019, re-implantation is planned but has not taken place as of the date of this report.